Event description:
On (B)(6) 2012, a 29 mm epic valve was implanted. On (B)(6) 2018, the valve was explanted and replaced with a non-abbott valve (model/sn unknown) due to a leaflet tear and calcification. The patient is reported to be stable. Abbott requested medical records but they have not been made available.

Manufacturer narrative:
The reported torn cusp was confirmed, and the calcification was not. Morphological and histopathological examination found cusps 2 and 3 contained tears in their bases which ran into their mid-sections. Thinning and loss of collagen fibers were noted at the base of cusps 1 and 3. No acute inflammation or significant calcifications were present. The root cause of the loss of collagen and tears remains unknown. Information from the field indicated the valve had been implanted for more than 6 years.